Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and an unspecified out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements in-clinic were noted to be 350-460 ohms. Electromagnetic interference (emi) was recorded around the time of the out of range measurement, however, was not determined to be the root cause. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made and the physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a routine in-clinic follow up two months later, rv pacing impedance measurements were noted to be stable and acceptable, however, noise was elicited with patient isometrics. The noise was oversensed resulting in pacing inhibition. The patient was pacemaker dependent and was symptomatic with the pacing inhibition. A chest x-ray was performed and revealed that the other manufacturer's rv lead had fractured. A revision procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.